Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 4.5; lab: 3.14; therapeutic range: 2.5-3.5. All testing occurred within one hr of one another.